Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the readings were off throughout the entire sensor session. On the second day of the session, (B)(6) 2019, he took too much insulin based on the false high cgm readings and had to go to the emergency room (ER). He stated that the cgm was reading 170-180 mg/dl before dinner at about 5:00 pm and he took 1 unit of insulin. He stated he took humalog (which is fast acting), but also stated that he has not taken fast acting insulin for several weeks and now only uses long acting insulin. After eating, the cgm was 250-300 mg/dl so he took an additional 1.5 units of insulin around 6:30 pm. He usually does not go above 210 mg/dl so he worked out; after showering the cgm was around 350 mg/dl so he took another 1.5 units of insulin around 7 pm (for a total of 4 units). He started to panic because around 7:30 to 7:40 pm the cgm values then dropped quickly to 120 mg/dl and he knew the long acting insulin had not kicked in yet. He reported that he ¿went through a whole bottle of glucose tablets¿ and consumed 4 sodas and 2 bowls of cereal. His wife took him to a local ER clinic. At the ER his cgm was 78 mg/dl and still dropping, and his bg was 160 mg/dl. His cgm device alarmed that his glucose level would be at 50 mg/dl in 20 minutes. One hour later the cgm showed 350 mg/dl and the bg was 230 mg/dl. He was not provided any treatment in the ER, just monitored for 2 hours and then released in stable condition. He had no injury. At the time of contact, the patient was doing good. No data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.